Event description:
A 90 degree child osteotomy plate implanted in the left hip broke after the child participated in a 3 hour dance rehearsal. The plate was explanted.

Manufacturer narrative:
Info was not provided during initial report. Additional info was requested, however, returned document did not include this info. Device has been received, device eval is anticipated but not yet begun.